Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over infusion with a folfusor device which resulted in feelings of suffocation, further specified as ¿a suffocation sensation¿. It was reported the infusion was emptied after 24 hours instead of the expected 48 hours. The cause of the over infusion was not reported. The device contained a non-baxter chemotherapeutic drug and a saline solution. The total fill volume 220 ml. It was reported ¿after the intervention the medical team, the patient feel much better very quickly¿ and ¿no need for hospitalization¿. It was reported had ¿rapid improvement of one's state of health¿. No additional information is available.